Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. A red insertion site and fibroma is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date , patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. After an unknown period of time the patient developed redness at the insertion site and a fibroma. The redness and fibroma was being treated with topical terracortril.